Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014 the patient had a blood glucose (bg) level of 59 mg/dl with diaphoresis, lightheadedness, and was unsteadiness when standing and walking. During troubleshooting, customer support found the time/date were accurately set, and the basal and bolus histories were as expected. The patient had recently initiated keppra for a possible seizure. Trouble shooting with cs did not reveal any delivery issues. This complaint is being reported because the patient experienced hypoglycemia due to training/misuse.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2015 with the following findings: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.